Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for investigation. A review of complaints for the last 24 months did not indicate any additional related reports for this handpiece. The handpiece was manufactured on december 16, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no related visual defects. A functional test was then performed on the returned handpiece. The handpiece was first connected to a calibrated system for priming and tuning. The handpiece was found to display system message upon tuning. The connector was measured across the high electrode pin to the ground pin in which a high resistance was measured which signals continuity between the electrodes showing initial evidence of a short. Upon opening up the handpiece, moisture ingress within the electrode chamber was found proving shorting of the electrodes. The root cause of the reported event can be attributed to moisture ingress causing the high electrode had shorted out. How this moisture entered the handpiece remains inconclusive. An internal investigation has been opened to address the issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece did not have any phacoemulsification. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.